Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool and missing piece of the shell. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. Missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Device was explanted.